Event description:
It was reported that the right ventricular (rv) lead exhibited low pacing impedance and there was evidence of muscle stimulation during impedance testing. Also, upon device interrogation, there was oversensing noted with characteristics of noise pattern. There is a possible insulation breach. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: sedr01 implantable pulse generator (ipg) implanted: 2008 (B)(6). (B)(4).